Event description:
On 04/21/2009, stryker biotech received a report that a male patient who received op-1 putty in 2007, as part of a procedure to treat post traumatic charcot arthropathy-induced paralysis developed a postoperative infection. The physician reported that the patient was hospitalized due to the infection and that a 'surgical exploration' was subsequently performed. The patient was reported to have recovered from these events. The physician reported that the patient, who was paraplegic, had previously undergone an unspecified spinal surgery. The physician also reported that the patient displayed recurrent utis, and had been diagnosed with osteoporosis and pseudarthrosis. The physician stated that he did not feel that the events were related to the use of the op-1 putty. Additional information will be requested. On 07/01/2009: the initial information provided by the reporter did not identify the catalog number of the device, although thr reporter stated that the patient had received op-1 putty. Attempts to obtain additional information from the reporter were made on 05/08/2009, 05/21/2009 and 6/08/2009, but no additional information has been received. Invoice documentation submitted by the hospital to stryker biotech indicated hat a patient with the same initials, gender, and date of procedure received the following products: 5 units of op-1 putty, catalog number 30050; 1 unit of calstrux catalog number 40005; 1 unit of calstrux, catalog number 40010, and 1 unit calstrux, catalog number 40015. This MDR report reflects the calstrux device usage. See MDR 1224732-2009-00030, which captures the op-1 putty device usage.

Manufacturer narrative:
Additional catalog number: 40010, 40015. Additional lot number: tu07018, tu07017.